Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was pressurized upon first inflation at 6 atmospheres within 20 seconds. However, the balloon ruptured upon second inflation at 8 atmospheres within 5 seconds and a pinhole was noted at the edge of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.